Event description:
It was reported that sterile breach occurred during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "pharmacist reported when she was opening up poly bag, she noticed one syringe had missing needle shield and needle came thru the poly bag. No injury. She noticed the shield is in the bag. Incident date-06-17-2019; occurence-1. Needle pointed out of the poly bag."

Manufacturer narrative:
H.6. Investigation: customer returned (1) unopened polybag for 31g x 6mm, 1ml bd insulin syringes from lot 7353802. Pharmacist reported when she was opening up poly bag, she noticed one syringe had missing needle shield and needle came thru the poly bag. The returned polybag was examined, and it was observed that 2 syringes with separated cannula shields were inside the polybag, thus confirming the alleged defect. A review of the device history record was completed for batch# 7353802. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Unable to determine root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "pharmacist reported when she was opening up poly bag, she noticed one syringe had missing needle shield and needle came thru the poly bag. No injury. She noticed the shield is in the bag. Incident date (B)(6) 2019; occurence-1. Needle pointed out of the poly bag."